Event description:
Procedure type: laparoscopy. According to the reporter: the pt sustained a liver laceration due to a malfunction of a covidien extra hand balloon retractor used in a laparoscopic procedure. Procedure note documented that the balloon retractor was inserted and attempted to be deployed. However, the balloon retractor was not functioning properly and it went into the falciform ligament. At the base of the falciform ligament bleeding noted in the right lobe of the liver. Bleeding controlled and stopped. The original surgery was completed and pt discharged home 2 days later on (B)(6) 2013. Balloon retractor sequestered. Operating room staff report that the balloon retractor when you try to put the balloon through a port it sticks and is difficult to get it through. When it finally goes through the port it will quickly push through the other side, as you are having to apply force to get it to pass. In this case it jabbed the liver and bleeding had to be controlled. In this case after having balloon deployed when they tried to deflate the balloon it does not wrap back up and sticks trying to pull it out. It was reported that this is not the first time there has been trouble deploying and retracting the balloon. (B)(4).

Manufacturer narrative:
(B)(4).